Event description:
It was reported by the rep that the (1) tsw 35 was used during a laparoscopic appendectomy procedure. It was reported that the device fired fine the first time, was reloaded, and did not fire completely the second time. Some of the staples were spit out of the device. The instrument was put aside and the case was completed with a second device. There was no consequence to the patient.